Event description:
It was reported that low impedance was observed since (B)(6) 2010. During clinic visit the device gave an alert for high voltage lead impedance out of range. Hv impedance issue was reproducible with isometrics. The pocket was opened on (B)(6) 2010 and a small abrasion was noted on the pace/sense portion of the lead. The lead was repaired with medical adhesive. Lead tested normal and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.